Event description:
The customer reported via phone call that he had used 2 infusion sets and he continues to receive a no delivery alarm. Customer stated that he disconnected and checked to make sure it was coming through the infusion set. Customer stated that he had a snack and went to deliver a bolus using the bolus wizard. Customer's blood glucose was 184 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and stated that the insulin exited and the pump alarmed no delivery. Customer stated that he only has cold insulin. Customer also noticed moisture on the tubing connector. Customer stated that the insulin did not exit during a manual plunger push. Customer was advised to change the entire infusion set system as soon as possible. Customer was advised to return the infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.